Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a battery status of middle of life 2 (mol2) and a charge time of 16.9 seconds. The device has been implanted 2.5 years. The physician was questioning premature depletion. The device will be explanted and replaced, and sent for analysis.